Event description:
No report of injury. Bed found in shop with note saying "check brakes". No injury reported.

Manufacturer narrative:
Technician found the brakes would set, but they would swivel around. Replaced the 2 casters to resolve this issue.